Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a non displaying pressure and the fiber optic. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: person name- (B)(6). Address- (B)(6). Occupation- clinical engineering. Phone number: (B)(6). Email ID: (B)(6). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a non displaying pressure and the fiber optic. There was no harm reported to the patient. Customer reported unit was not showing the pressure and the fiber optic was not calibrating. A getinge field service engineer arrived on site and checked in with the cath lab control desk. The charge nurse informed him that the unit was fixed by replacing the catheter and that the unit was worn and currently on a patient. He was unable to check out the unit as it is on a patient. He informed the staff to contact him once the unit is available and he will perform a full checkout at that time. There was no patient harm as the customer was able to fix the unit. There was no worked performed as the unit is currently in use on a patient.